Event description:
Contact reports that as the doctor was rotating and withdrawing the needle from the pedicle during vertebroplasty, the tip broke and it remained in the patient's pedicle. There was no adverse consequence to the patient.

Manufacturer narrative:
Device is not available for evaluation. Additional information has been requested. Upon receipt, an evaluation will be performed and a follow up report will be filed. Device not available.

Manufacturer narrative:
No conclusions can be made at this time. The cause of tip breakage cannot be positively determined. The instructions for use (IFU) states the needle must be removed prior to the setting time of 4 minutes. Review of the lot history records found no discrepancies. Complaint trend analysis found no other complaints have been reported for this lot number.